Event description:
Reported issue: we faced an issue with the plunger of the lor syringe, so it was impossible to find the epidural space. The plunger was leaking, leading to the absence of loss of resistance. The consequence was a dura-mater breach in the patient. The patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: we faced an issue with the plunger of the lor syringe, so it was impossible to find the epidural space. The plunger was leaking, leading to the absence of loss of resistance. The consequence was a dura-mater breach in the patient. The patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer reported the lor syringe leaked. The customer returned one 10ml plastic lor syringe and lidstock. The syringe was visually examined with and without magnification. Visual examination of the syringe revealed that the syringe appears typical with no observed defects or anomalies. A dimensional inspection was not required as a part of this complaint investigation. Functional testing was performed on the returned syringe using the lab leak tester per the parameters in amrq-000155, rev. 8, section 7.2-positive pressure leakage. The returned lor syringe was compared to a lab inventory syringe by sliding the plunger into the barrel of the syringe. The resistance of the returned lor syringe was comparable to the lab inventory syringe. The luer end of the returned syringe was capped. With the tip sealed, the lor syringe was tested for leaks by pushing the plunger into the barrel. No leaks or slippage of the plunger occurred. An attempt to remove the plunger from the barrel was performed. The plunger seal snapped back when attempting to remove from the barrel. This was also performed with a lab inventory syringe with the same results. This indicates the plunger seal was creating a vacuum with no issues. Additional testing was not required as a part of this complaint investigation. A device history record review was performed on the lor syringe with no relevant findings. A design history review was performed for part #kz-05501-002 as a part of this complaint investigation. There have been no material changes for these parts during the last two years that could have led to this complaint. No corrective action needed at this time since no functional issues were found with the returned lor syringe. The reported complaint of the lor syringe leaking could not be confirmed based on the sample received. The returned lor syringe passed functional testing, including a leak test. Also, the returned lor syringe when compared to a lab inventory syringe had comparable resistance when sliding the plunger into the barrel of the syringe. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related issue. There were no functional issues found with the returned sample. No further action is required at this time.